Event description:
According to the facility on (B)(6) 2023 the catheter is becoming disconnected from the connector when the patient is moved.

Manufacturer narrative:
According to the facility on (B)(6) 2023 the catheter is becoming disconnected from the connector when the patient is moved. Per the facility when this occurred the catheter is leaking spinal fluid from the patient into the bed creating a risk of infection. Per the facility they have resorted to taping the catheter to the connector to ensure the catheter does not disconnect. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.